Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood drawn from a pig into the bd vacutainer® lithium heparin (lh) 158 usp units blood collection tube clotted after inverting the tube "several times". The following information was provided by the initial reporter: "(B)(6) 2019 spoke with the customer. He works with pigs and one tube that he drew this morning clotted after he inverted the tube "several times." I explained that we do not have any data on animal testing with the bd vacutainers. He discarded the tubes and did not test them."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd technical services has conducted troubleshooting with the customer, and advised that we do not have data to support animal testing with bd vacutainer tubes. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood drawn from a pig into the bd vacutainer® lithium heparin (lh) 158 usp units blood collection tube clotted after inverting the tube "several times". The following information was provided by the initial reporter: "(B)(6) 2019 spoke with the customer. He works with pigs and one tube that he drew this morning clotted after he inverted the tube "several times." I explained that we do not have any data on animal testing with the bd vacutainers. He discarded the tubes and did not test them."